Manufacturer narrative:
Service was not dispatched as the customer resolved the issues through system diagnostics. (B)(4).

Event description:
The affiliate stated the customer reported blood fluid leaked onto the counter and incomplete tube forward error message while analyzing patient samples involving the coulter lh 500 hematology analyzer. The operator was wearing proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. The customer stated patient results were not impacted. There was no patient impact associated with this event. The customer replaced the tubing through pinch valve pv21 and resolved the issues. The instrument was returned to normal operation.